Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and had no delivery alarm. The customer¿s blood glucose level was 688mg/dl at the time of the incident. The customer¿s current blood glucose was 688mg/dl. The customer reported that the he was in the emergency room. The customer told hospital that his pump was receiving a no delivery message. The customer reported that the insulin exited and pump alarmed no delivery during 5.0 unit prime. The customer reported that the pump alarmed during manual prime. Troubleshoot determined that the insulin pump was working as designed. The customer had another hospitalization earlier in the week. Nurse stated that the customer does not appear to be taking proper care of him and that customer was not truly clear in his explanation as to what the issue is with his pump. The insulin pump will not be returned for analysis.